Event description:
It was reported there was a loss of therapeutic effect after patient had a dexascan. The patient also had a bladder infection and had been treated with antibiotics for the last 3 days. It was suggested the patient wait until the bladder infection clear and see if therapeutic effect resumed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer: model 3037, serial # (B)(4); lead: model 3093-33, lot #v580647, implanted: (B)(6) 2011.